Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a fatty tissue fragment was observed at the tip of the steerable guide catheter (sgc) while it was being advanced in the right atrium. The sgc was removed from the anatomy, and no tissue was found upon inspection. The sgc was then reinserted, and the procedure continued with successful deployment of the clip. The mr was reduced to grade <1 post procedure. Per the physician, the fatty tissue was presumed to originate from the groin area. There was no clinically significant delay.